Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2010 the plaintiff was implanted with a sparc sling system. It was alleged that the plaintiff has "severe and permanent bodily injuries and significant mental and physical pain and suffering". It was also alleged that the plaintiff has "dyspareunia (painful sexual intercourse), continued incontinence, urinary tract infections, pelvic pain, and bleeding".

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.